Event description:
It was reported that catheter break occurred. An angiojet solent proxi was used for a thrombectomy procedure. However, it was noted that the catheter had cracked in multiple locations. The procedure was completed with another of the same device. No patient injuries or complications were reported.

Manufacturer narrative:
B3: date of event - used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: returned product consisted of the solent proxi thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually and microscopically inspected. Blood was present inside the device and 400ml of blood in the attached waste bag, when received. Inspection of the device revealed that there were numerous kinks throughout the catheter shaft. Microscopic examination of the shaft revealed that at shaft had holes at the severe kinks 8.5cm, 36.4cm, 36.8cm, and 37.2cm distal of the strain relief.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that catheter break occurred. An angiojet solent proxi was used for a thrombectomy procedure. However, it was noted that the catheter had cracked in multiple locations. The procedure was completed with another of the same device. No patient injuries or complications were reported.